Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p32-20 that has a similar product distributed in the us, list number 08p32-21, with 510k/PMA/bla number k052000.

Event description:
The customer reported a falsely elevated alinity I ca19-9xr result for one patient. The following data was provided: (B)(6) 2026, sid (B)(6): initial result = 49.13 u/ml, repeats = 8.51 u/ml, 10.07 u/ml, 9.01 u/ml, and 9.60 u/ml historical result was around 10 u/ml. The 9.60 u/ml result was reported out of the laboratory. It is unknown if the patient was diagnosed with pancreatic cancer. No impact to patient management was reported.